Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to mishandling of the device as the defib flex cable at a connector on processor/bridge/pace (pbp) board was found to be disconnected. The observed damage was not consistent with normal wear and tear. The cable was reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.